Manufacturer narrative:
A ge svc rep performed an on site investigation. The cpu, single board computer upgrade kit, and the software upgrade were installed during the svc call. The sys was tested and found to be working as intended and put back into svc.

Event description:
It was reported that the 9800 sys had poor image quality during a case. The 9800 sys had to be rebooted and the procedure was completed. No pt injury was reported.